Event description:
Asr revision. Asr hip resurfacing system.

Manufacturer narrative:
This implant is not sold in the u.s to be implanted for this indication; it would be sold under a different part number since it is only indicated to be used as a hemi in the u.s at this time. The correction/removal reporting number listed applies to the corresponding product code sold domestically. This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.